Manufacturer narrative:
(B)(4). The analysis found that one long 60a device was returned with no apparent damage and with an (B)(4) partially fired cartridge loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the jaw could not close. During the radical gastrectomy, before used on patient, opened the packing, the surgeon found the closing trigger was tight, installed the reload and tried to close the jaw with big force without tissue. Found could not open the jaw. Another like product was used to complete the procedure. There is no report on the patient's injury.